Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge fail,because of perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver download. Passed findings related to complaint in receiver download. Found receiver reboot and error recovery followed by screen recoverable error alarm during the incident date. The reported event of initializing screen without manual restart was confirmed a root cause could not be determined.